Manufacturer narrative:
"The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation,the most likely cause is impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. "

Event description:
It was observed that during the device evaluation, the sheath exhibited a broken ceramic head. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely component failure of ceramic head led to the malfunction. There is no indication that the cause is traced to manufacturing, packaging or labeling. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.